Manufacturer narrative:
(B)(4).

Event description:
It was reported "able to run the iabp for about 2 min before. Tip was between 2nd and 3rd intercostal with no anatomical restrictions or abnormalities of the vasculature were noted. Iab placed femorally. Full length of iab visualized opening under fluoroscopy. No difficulty with placement reported or any visible kinks to line. Receiving high pressure alarms. Before they could place a second iab, patient began to bleed. Before they could place a second iab, patient began to bleed. Placement of second iab aborted. Vascular surgery and or notified". Additional information received states "source of the bleed was a hematoma of the right femoral artery. Patient currently stable in ICU with an [competitors device] in place with vasopressor support".

Manufacturer narrative:
(B)(4). The reported complaint for "high pressure alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "able to run the iabp for about 2min before. Tip was between 2nd and 3rd intercostal with no anatomical restrictions or abnormalities of the vasculature were noted. Iab placed femoral. Full length of iab visualized opening under fluoroscopy. No difficulty with placement reported or any visible kinks to line. Receiving high pressure alarms. Before they could place a second iab, patient began to bleed. Before they could place a second iab, patient began to bleed. Placement of second iab aborted. Vascular surgery and or notified". Additional information received states "source of the bleed was a hematoma of the right femoral artery. Patient currently stable in ICU with an [competitors device] in place with vasopressor support".